Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side no complaint against the device. Physician later reported "capsular contracture, baker grade IV." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, d6a, g2.

Event description:
Healthcare professional reported right side no complaint against the device. Physician later reported "capsular contracture, baker grade IV." Device remains implanted.